Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, following a suspected bent cannula that was replaced, with blood glucose reaching 545 mg/dl and remaining above target from overnight into the morning; during troubleshooting, the trend was flat with gradual decline, and the user planned to disconnect and administer a manual insulin injection if no improvement occurred within 30 minutes. Symptoms included hyperglycemia without acute clinical manifestations. Outcomes included no medical intervention, no use of backup therapy at the time of the call, and no ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was related to hyperglycemia with undetermined cause and that the device function at the time could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.